Event description:
The customer reported that they observed a false positive test interpretation while performing antibody screen testing on the ortho provue analyzer. The customer indicated that the reagents on board the instrument were contaminated. No erroneous results were reported

Manufacturer narrative:
An ocd field engineer arrived on site and found the wash station was cracked. Replacement of the wash station and probe has returned the analyzer to expected operation. It is unknown how the reagents became contaminated. The customer did not observe any probe issues. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.